Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the impression kit caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to an allergic reaction. As per (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
On (B)(6) 2020 the customer reported an allergic reaction to the putty while using the impression kit. Medical intervention was required.